Manufacturer narrative:
Reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a spine procedure on an unknown date, two (2) t-pal inserter could not be used correctly during surgery because the knob could not be turned properly and ring didn't snap back as intended. The implant came loose from one of the inserters in situ. No adverse patient harm reported. Surgery completed successfully. No surgical delay noted. Patient status is unknown. Concomitant device reported: unk - cage/spacers: t-pal (part # unknown, lot # unknown, quantity # unknown). This is report 5 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The applicator knob is in sound condition; there are no discernible signs of wear or damage. The complaint condition is unconfirmed. A function test was performed with the also returned instruments and did not show any abnormalities, the mentioned malfunction could not be reproduced. The review of the production history revealed that this instrument was manufactured in september 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition might be related to a mishandling during use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot : part: 03.812.004, lot: l953020, manufacturing site: hägendorf, release to warehouse date: 26 sep 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.